Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump usb port was damaged and could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer's blood glucose was 93 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.